Event description:
Before the case, the patient was moving himself to the surgical table with the skytron universal split leg accessory attached to it. He was about halfway onto the table when the left split leg section dropped down. It did not fall to the floor. No injuries were reported.